Manufacturer narrative:
During testing, the reported problems were not able to be duplicated. However, an internal visual inspection of the device indicated that there was corrosion on the pacer/defib board, indicating that there was water ingress at some time. This may have contributed to the problem reported by the customer. Also, during testing the recorder was found to be defective and was replaced. A defective recorder would not have caused the problems originally reported by the customer.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was turned on and it displayed error message codes "status 110" status 105" and "status 107" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.